Event description:
An alarm issue was reported, with the abbott diabetes care (adc) device in use with iphone 15. With ios operating system version 17.6.1. The low and high glucose alarms did not sound. And the customer was not alerted of changes in glucose levels. As a result, the customer lost consciousness and required oral glucose and a glucose drip treatment from a healthcare professional for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software: the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system. And when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine, if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine, if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. An investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. The customer experienced missing low glucose alarms with freestyle librelink application. Per the compatibility guide, use of the ios 17.6.1, is incompatible with the freestyle librelink application. This guide is available to the user on the websites, where the product is launched. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Sensor: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored and verified, during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system. And when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine, if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine, if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The reported product is not expected to be returned. As reporter indicated, the device was discarded. A valid serial number was not reported. An investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting and investigated. The investigation concluded, that the tripped trend was not correlated with a product non-conformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. No further investigation is planned. In the event that product is received, a physical investigation will be performed, per adc's established processes and procedures. And a report will be submitted, upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.